Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes and results from the legal manufacturer investigation. The following sections were updated: h3, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the b30 error was confirmed. The unit was failing to show images and a nozzle replacement is required. The probable cause of the b30 scope communication error is due to abnormal communication with the endoscope from the roller where the electrical contacts of the output connector of the processor were damaged, dirty, or corroded. In addition, the cause of the scope detection failure is due to damage to the terminals of the electrical contacts caused by accumulation of chemicals or foreign matter. Since the device was manufactured more than five years ago, prolong usage also contributed to the malfunction. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) service center for evaluation; however, the device evaluation is still pending. This report will be supplemented accordingly following investigations.

Event description:
User facility reported the device suddenly stopped working, showing error b30 message. The light guide connector was found worn out and main connector was observed with oxidation and debris on the pins. Four (4) endoscopes did not work and only tubes that use the maj-1430 work ,equipment with record of ventilation failures were noted. The issue occurred during an unknown event. There was no patient involvement, no user injury reported due to the event.